Event description:
Manufacturer's ref #: 240685.

Manufacturer narrative:
Our field service engineer reviewed the device logs and confirmed the high airway pressure alarm. The device failed the patient circuit test during pre-use check. He found that the device had not had a preventive maintenance performed since 2017 and installed a customer provided 5000 hours maintenance kit which include gas module nozzles. He installed a new inspiratory pipe and tube. After that pre-use check tests passed. No part was returned. The evaluation of the received device logs confirms high airway pressure one day before the reported date of event, but also on occasions before that. For example a malfunctioning gas module nozzle unit may lead to high pressure, but this could not be confirmed. Alarms for high pressure will be generated. The conclusion in this matter is that the reported problem with generated alarms for high airway pressure was resolved by the maintenance kit and replaced parts. As no part was returned for investigation, the root cause could not be determined.

Event description:
It was reported that the ventilator generated alarms for high airway pressure. There was no patient harm. Manufacturer's ref #: (B)(4).